Event description:
It was reported that noise was observed on the egm. Noise appears to be emi interference. Low impedance was noted however, still within normal range. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.